Event description:
Promus element plus clinical study. It was reported that angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and underwent cardiac catheterization which revealed a 2.25 x 28 mm, de novo, 90% stenosed target lesion located in the right posterior descending artery (r-pda). It was treated with pre-dilatation and placement of a 2.25 mm x 32 mm pe plus stent, following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin 16 days post procedure. In (B)(6) 2013, the patient presented due to unstable angina and underwent percutaneous transluminal coronary angioplasty (ptca) procedure. The event was considered as resolved and the patient was discharged the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).